Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was not working and insulin pump received motor errors. Customer's blood glucose value was unknown at the time of the incident. Customer states stated they was hospitalized. The insulin pump will not be returned for analysis.